Event description:
Reporter stated blood glucose monitoring device reading 326 mg/dl and when tested again the meter read 316 mg/dl. It was reported customer thought readings were higher than normal and went to the emergency room (ER), their device read 98 mg/dl. Reporter stated no treatment was rec'd. A request was made for the return of the suspect device and replacement product was sent.